Manufacturer narrative:
Updated data: a2, b2, b5, e1, e4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 6 weeks following onset of the failed valve, the medtronic transcatheter valve was revised with a valve-in-valve implant of a non-medtronic 26 millimeter transcatheter valve for resolution.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 9 months following the implant of a transcatheter valve, an echocardiogram was performed that revealed severe aortic regurgitation, an ejection fraction (ef) of 50-55%, dimensionless index (di) of 0.27, and pulmonary hypertension. Approximately 1 month following the echocardiogram, the patient was admitted to the hospital due to heart failure, "cph", creatinine of 0.82, and b-type natriuretic peptide (bnp) of 2772. During hospitalization, a transesophageal echocardiogram (tee) was performed that revealed trace paravalvular leak (pvl), severe central aortic regurgitation, peak velocity of 3.2 meters per second, and a mean gradient of 21 millimeters of mercury (mm hg). Additionally, left ventricular systolic function was low normal with an ejection fraction of 50-55%, severe tricuspid central regurgitation, and moderate mitral regurgitation were also observed.